Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump and the pump shutting off. There was no adverse impact to the customer¿s blood glucose level. Replacement pump was sent to customer to resolve the issue.